Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation determined that the cause of the image issues was attributed to corrosion of the plug unit. Based on the results of the investigation, the corrosion of the plug unit was attributed to degradation related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during setup/inspection prior to use. There was no patient involvement.